Manufacturer narrative:
The event date is unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure. According to the complainant, about three minutes into ablation the patient bucked, causing some saline to leak from the patient's cervix and burn the posterior wall of the patient's vagina. The burn was treated with burn cream and the ablation procedure abandoned. The patient had ben under heavy sedation and had a pastulouse cervix. The patient's condition has been described as fine. Attempts have been made to obtain patient follow up information from the physician, however no information has been received at the time of this report.